Event description:
Emergency medical system personnel were attempting to treat a pt, condition unknown. After attaching the electrodes to the pt and the cable to the device, allegedly no rhythm was visible on the screen, just a dotted line. The operator turned the device off, disconnected the leads, changed electrodes, reattached the leads with no effect. The monitor was disconnected and the pt transported to the hospital. There were no adverse effects to the pt reported as a result of the alleged malfunction.